Event description:
The customer states that a pt exhibiting signs of digoxin toxicity was instructed by their physician to stop taking the medication. A sample drawn from their pt generated an axsym digoxin assay result of 1.4 ng/ml. The pt was admitted with another sample taken three hours later, which generated a dade dimension digoxin valve of 2.9 ng/ml. The following day, another sample was drawn and generated a tdx digoxin assay result of 2.4 ng/ml. The pt's physician questioned the initial axsym digoxin result of 1.4 ng/ml. The initial sample was repeated on the axsym analyzer and again generated a digoxin value of 1.4 ng/ml. Controls have been within specifications and no axsym instrument issues were noted. The lab cannot confirm if the pt actually did stop taking the medication. The initial sample was tested on the tdx analyzer and generated a digoxin value of 2.7 ng/ml. There is no impact to pt management reported.